Manufacturer narrative:
The percutaneous pin was returned to the manufacturer for evaluation. Testing found that the tip of the pin had been broken off and that there were tool marks on the back end of the pin. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the tip of the percutaneous pin broke off and the surgeon decided to leave the instrument in the patient. It was reported that the procedure was delayed 20-25 minutes due to the reported issue.